Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00224 on 27-jun-2019 and supplemental MDR 2432235-2019-00224-s1 on 28-jun-2019. Additional information (27-sep-2019): siemens headquarters support center (hsc) has reviewed the available information for this incident regarding atypical elevated carbon dioxide (co2_c) results obtained on atellica ch analyzer (B)(6). There was no evidence of a reagent well contamination or a sample-specific event hence the sample was not required to be returned for investigation. No cuvette segments were able to be returned for investigation. No root cause was identified and the cuvette segment was eventually replaced with the slot later disabled in service diagnostics during troubleshooting. The issue was since resolved and the analyzer is operational. A similarly affected reaction cuvette segment was returned from another customer site and was assessed for abnormalities. Internal investigation of those cuvette segments by siemens healthineers glasgow consumables manufacturing site did not identify any dimensional non-conformances, slot discoloration or atypical characteristics that would be a contributing factor to the erroneous results described herein this complaint. The investigation has concluded with no identifiable root cause found. Sections h6 and h10 were updated to reflect the additional information. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse replaced probe 5, the pressure sensor, electronic valve v29, aligned r2 probe, and inspected for leaks. Siemens headquarters support center (hsc) reviewed the service report and provided the following recommendation: inspect the height and alignment of all reaction wash probes. Inspect the leveling and torque of the reaction ring. Perform quality control (qc) service test 221 times. Hsc's recommendation was successfully executed by the cse during a follow up visit. Following service, the precision was evaluated and found acceptable. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
One discordant, falsely elevated carbon dioxide (co2_c) result was obtained using atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was repeated using another atellica ch 930 analyzer. The repeat result was correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00224 on (B)(6) 2019. Correction ((B)(6) 2019): MDR. Additional information ((B)(6) 2019): information that was missing in the initial MDR was added.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00224 on 27-jun-2019. Supplemental MDR 2432235-2019-00224_s1 was filed on 28-jun-2019. Supplemental MDR 2432235-2019-00224_s2 was filed on 02-oct-2019. Additional information (21-feb-2020): an urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. A follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples.